Event description:
Surgeon was performing a peripheral plaque excision when the device seemed to get caught up in the joint and snapped. Device parts did not migrate. Surgeon was able to retrieve by cutting a larger incision.